Event description:
It was reported to 4web medical that a 4web cage, plate and a pair of screws were explanted due to adjacent level disease. The revision was performed about five months post initial surgery, on (B)(6)2024. No issues or complications reported during the revision surgery. Two set of screws were used during the surgery. It is unknown which pair is related to the reported incident. Therefore, both devices are being reported. (Device 4 of 4).

Manufacturer narrative:
No product was returned. Production records of all the devices involved in the initial procedure were reviewed, no issues related to manufacturing were noted that may have contributed to the event. The cause of the event could not be established with the information available to the manufacturer.